Event description:
The customer reports that the crystalens fell apart in the eye. The lens was successfully exchanged intraoperatively with no resulting capsule damage and no enlargement of incision. Additional information has been requested from the physician.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.